Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer has been experiencing high blood glucose levels (170-350 mg/dl). Customer took manual injections, and changed her infusion set and cartridge to stabilize her blood glucose levels.